Manufacturer narrative:
Medical device expiration date: unknown. Lot # 6133105 provided, however it is an invalid source. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that several unspecified bd angiocath¿ devices were missing the safety mechanism. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that several unspecified bd angiocath¿ devices were missing the safety mechanism. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to confirm this complaint as being generated by manufacturing process. Investigation conclusion: based on the investigation results to date the root cause was not determinate for this complaint.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that several unspecified bd angiocath¿ devices were missing the safety mechanism. There was no report of exposure, injury, or medical intervention.